Event description:
It was reported that, "tulip pulled off a 7.5x50 xia3 polyaxial screw when we were final tightening the blocker"

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, the device was returned for inspection and the event was confirmed. The tulip is disengaged from the bone screw. The shape of the imprint left on the bone screw head suggest an application of excessive tightening or overload (more than 12nm). In addition, the imprint is localized at the border of the cylindrical part of the bone screw head. It means that the screw was implanted maximally bent. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. As follows from the review of complaints received previously for the same issue, over-tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. The device evaluation results suggest that the complaint condition is due to excessive tightening or overload and is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that, "tulip pulled off a 7.5x50 xia3 polyaxial screw when we were final tightening the blocker"